Event description:
It was reported to nova biomedical that a consumer's parent that her son tested before bed and rec'd a reading of 441 mg/dl on his blood glucose meter. It is unknown if any insulin intervention by the son took place at that time. The son experienced a low blood sugar hypoglycemic event requiring glucagon and glucopaste administration and emt transport to the hosp. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.